Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time setting was incorrect. Additionally, the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy. The customer¿s blood glucose ranged between 300-420(mg/dl).